Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2014-01365 / 01368 & 01374 / 01375).

Event description:
Legal counsel for patient reported patient underwent a right hip resurfacing procedure on (B)(6) 2007. Patient's legal counsel reported patient was converted to a total hip system on (B)(6) 2009. All components were removed and replaced. Patient's legal counsel further reported patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2010. The modular head, taper adapter and femoral stem were removed and replaced. Patient underwent another revision procedure on (B)(6) 2013. Patient's legal counsel further reported that a pseudotumor, debris and synovitis were allegedly noted during the revision procedure. The modular head and taper were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was omitted in error at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.

Event description:
Legal counsel for patient reported patient underwent a right hip resurfacing procedure on (B)(6) 2007. Patient's legal counsel reported patient was converted to a total hip system on (B)(6) 2009. All components were removed and replaced. Patient's legal counsel further reported patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2010. The modular head, taper adapter and femoral stem were removed and replaced. Patient underwent another revision procedure on (B)(6) 2013. Patient's legal counsel further reported that a pseudotumor, debris and synovitis were allegedly noted during the revision procedure. The modular head and taper were removed and replaced. Additional information provided in patient medical records indicates the hip revisions were on the left hip. Additional information provided in patient medical records indicates the left hip revision performed on (B)(6) 2009 was due to malposition and loosening. The patient's operative report noted scar tissue. Additional information provided in patient medical records indicates the left hip revision performed on (B)(6) 2010 was due to pain and a loose stem. The patient's operative report noted scar tissue. Additional information provided in patient medical records indicates the left hip revision performed on (B)(6) 2013 was due to pain, swelling, elevated metal ions, and an osteolytic lesion. The patient's operative report noted pseudotumor, osteolysis, and black synovitis. Additional information received in patient medical records noted that on (B)(6) 2012 and on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.